Event description:
The initial reporter alleged there was a mismatch of patient sample ids for one patient sample tested on the cobas c513 analyzer commercial system. The reporter stated that they had a patient sample where the barcode was scanned in with an incorrect sample ID. The patient sample should be "(B)(6)", but was read/scanned as "(B)(6)". The request was for an hba1c assay. The reporter stated that they caught the error and no questionable results were reported as the sample ID that it read was run 2-3 hours prior. The reporter stated that this is the only time they have seen this and were aware of. The reporter stated that there were no errors in the sample and there were no issues with the barcode reader. The software version of the analyzer is 02.05.

Manufacturer narrative:
The customer stated that they printed a new barcode and the instrument was able to scan in the correct sample ID and process the sample. The field service engineer (fse) inspected the issue and found that the sample was manually programmed as a different sample. He then verified the barcode reader functions and performed a disk check. The instrument's performance was verified without errors. The investigation is ongoing.

Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined.